Event description:
Reference number (B)(4). Event occurred in romania. It was reported that the patient was accidentally dislocated a cannula on (B)(6) 2025. Patient also reported abcess at the time of the event and got treated with antibiotic. No further information available.